Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This report was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter?s investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 3 of 5. The technical service representative (tsr) assisted the hp with troubleshooting and to cycle power to clear the alarm. The hp stated the supply bag was sucked dry. The tsr advised the hp to inform the nurse of the event. The hp confirmed to complete therapy with a manual exchange. The tsr reviewed proper procedures per the user manual with the hp. On (B)(6) 2011 product surveillance spoke with the caregiver (cg) who stated she was not sure as to what caused the alarm. The cg talked to their peritoneal dialysis registered nurse (pd rn) regarding the alarm. The pd rn suggested that when the hp sets up the solutions, that he should put the print side of the solution bags down to reduce the bubbles. The cg stated that since that evening, there have been no further problems. There was patient involvement but no patient injury or medical intervention.